Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected restart alarm was noted during testing. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump unexpected restart. The customer's blood glucose was 120mg/dl. The device will be replaced.